Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by turbid effluent. The cause of the event was not reported. The day after the event onset, the patient went to the emergency room and was hospitalized for the event. Treatment details were not reported. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.